Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "the pressure injectable arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated: for patients with known hypersensitivity to chlorhexidine. Hypersensitivity potential: benefits of the use of this catheter should be weighed against any possible risk. Hypersensitivity reactions are a concern with antimicrobial catheters and can be serious and even life-threatening. Remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." The complaint of a catheter related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was specifically associated with the catheter coating agents. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs". Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "suspected allergic reaction to agba PICC. On july 8, the patient returned to interventional radiology (ir), where the original PICC line was removed and a new line was inserted. At that time, the patient appeared to be exhibiting signs of systemic infection. Ir documented that the insertion site was blistered, the catheter was intact, and there was no resistance during removal. A new PICC line was placed without the use of chg. According to the home health nurse, the patient's reaction was quite severe. I have not personally seen the site, but based on the reports, it appears to have been a significant reaction." Additional information received states there was oozing and inflammation at the insertion site. The hospital replaced the chlorhexidine line with a non-protected line and as of now the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "suspected allergic reaction to agba PICC. On (B)(6), the patient returned to interventional radiology (ir), where the original PICC line was removed and a new line was inserted. At that time, the patient appeared to be exhibiting signs of systemic infection. Ir documented that the insertion site was blistered, the catheter was intact, and there was no resistance during removal. A new PICC line was placed without the use of chg. According to the home health nurse, the patient's reaction was quite severe. I have not personally seen the site, but based on the reports, it appears to have been a significant reaction." Additional information received states there was oozing and inflammation at the insertion site. The hospital replaced the chlorhexidine line with a non-protected line and as of now the patient is fine.